Event description:
It was reported that the patient was in the hospital with an infection at the implantable neurostimulator (ins) site. The patient had been bedridden due to a foot wound that was not healing. While bedridden, the patient developed a bed sore over the implantable ins site. It was indicated, there was a hole that had tunneled down to the ins. The wound was packed with antibiotic dressings. It was reported that the patient had not used the stimulation since receiving the implant because she was healed of her pain after the implant. The patient was not sure if the ins battery was depleted or not. The patient's health care provider had wanted to remove the device as she wasn't using it and given the bed sores and infection that developed while bedridden. The patient had lost so much weight that no padding was over the implant, possibly leading to the bed sore. The patient was reported to weigh (B)(6) at the time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2001, product type programmer; product ID 3888-33, lot # j0019920v, implanted: (B)(6) 2001, product type lead.